Event description:
It was reported to boston scientific corporation that an ultratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure it was not possible to tense the cut wire (unable to bow). There was no visible damage to the distal tip or the cut wire. The procedure was completed with another ultratome sphincterotome. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results.

Manufacturer narrative:
(B)(4). A visual examination revealed that the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 8 mm proximally from the distal pierce hole and allowed the cut wire with the anchor to detach from the distal pierce hole, however, the cut wire remained attached to the device at the proximal pierce hole. The solder joint of the cut wire and anchor notch was found to be intact. During manufacturing, tome devices are 100% inspected, so the condition of the returned device is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.